Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. Insulin pump was received with cracked display window corner, reservoir tube lip, scratched lcd window, and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The buttons did not work properly. The same issue occurred when the customer inserted a new battery after removing it for 3 to 4 hours. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.